Manufacturer narrative:
Device manufacture date from 11/30/16 to 12/01/16. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with a vial-mate adapter. The reporter stated that the adapter caused coring of a non-baxter vancomycin 1gm. The problem was detected in the cath lab after adding the drug (baxter 5% dextrose ) to a viaflex plastic container. The reporter stated that they observed a black particle in the finished bag, the same color as the non-baxter stopper. There was no patient involvement. No additional information is available.